Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms that the tap sheared at the 16mm lasermark on the neck. The distal end of the tap was examined to have a slight bend likely due to the forces seen that sheared the neck. The root cause is likely due to redirection of the tap while in the pedicle. This imparts bending loads on the small cross-sectional area of the tap which leads to permanent deformation of the tap and the fracture as seen on this instrument. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
When the surgeon was using the tap, the tip broke off in the bone. The surgeon was able to retrieve the tip. No further complications were reported.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted once completed.